Event description:
It was reported that a malfunction occurred on the pump, with no notable events happening prior to the issue. There was no adverse impact to the customer¿s blood glucose level, and the level did not exceed 500 mg/dl. Customer technical support provided information and assistance to reset the pump, but the malfunction recurred after resetting. As a resolution, technical support decided to replace the pump.